Manufacturer narrative:
Upon receipt the lead under complaint was found cut 50cm proximal to the lead tip. Only the distal lead fragment was received for analysis. The proximal fragment including the df4 connector pin was not returned. An extraction aid was found in the lead body. It is reasonable to assume that the lead was cut during the extraction procedure. The performance of the lead fragment was scrutinized, including a visual inspection. The analysis showed multiple abrasion marks along the lead fragment. In particular the insulation in the distal end area was found rubbed through, which is assumed to be the root cause of the reported oversensing leading to inappropriate shocks. The characteristics of this damage indicate unexpected, excessive wear on the lead. Thus it is assumed that the lead was subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased ingrowth which had impact on the maneuverability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labor involving the upper body are known contributing factors. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that this lead was explanted due to oversensing approx. 34 months after the implantation. Only the distal portion will be returned for an analysis.